Event description:
Icp catheter malfunction. A replacement catheter was placed, which was non-functional. The catheter site was closed. The pt's blood pressure was successfully measured externally.

Manufacturer narrative:
The device involved in the reported incident is not available for return and eval. An investigation has been initiated based upon the reported info. Additional info has been requested in writing from reporting health care professional.